Event description:
It was reported that (1)512sd was used during an unk procedure. It was reported by the affiliate that the trocar broke. A new instrument was used to finish the case. No adverse pt outcome.